Event description:
Caller reported that tandem charging supplies became extremely overheated during the charging of their tandem mobi, although the pump itself was not affected by overheating. There was no reported impact to the customer¿s blood glucose level. The corrective action taken included the decision by technical support to send replacement charging supplies.